Manufacturer narrative:
(B)(4). The diamondback 360® coronary orbital atherectomy system instructions for use manual states that thrombus and no reflow phenomenon are potential adverse events that may occur and/or require intervention with use of the system. The results of the investigation are inconclusive since the reported device was not returned for analysis. The device history record for the reported oad could not be reviewed as the lot number was not provided. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(6).

Event description:
While performing a treatment in the superficial femoral artery with a diamondback 360 orbital atherectomy device (oad), the oad had stalled, and was removed. Angioplasty was then performed with a non-csi balloon, at which point no flow was observed. Thrombectomy was performed. In the opinion of the physician, embolization was the cause of the no flow event.